Event description:
A nurse reported that a system message displayed a total of five times, during priming and vitrectomy surgery. The surgery was completed with the same system. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).